Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, which caused the volumetric failure. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump failed volumetric testing. At this time there was no indication that the pump infused at a rate the mmdg would consider reportable. When the pump was returned to mmdg, the pump under infused. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The volumetric failure was discovered at moog. [Complaint-(B)(4)].